Event description:
Patient undergoing left shoulder arthroscopy with coracoid and subacromial decompression. A bone cutter was utilized through the lateral portal, and the surgeon did a limited anterior inferior acromioplasty without releasing the coracoacromial ligament. Used the same device to perform a subcoracoid decompression, planing the posterior and posterolateral surfaces down. Removed approximately 6 mm of bone. After completing these procedures, metal shavings were seen in the field that looked like glitter. The shavings were thought to have come from the bone cutter device. The field was irrigated and the fluid was exsanguinated from the shoulder. The patient has not had any known adverse effects.